Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
On (B)(6) 2010, the reporter/patient's daughter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultramini meter displayed inaccurately high results compared to the patient's feelings. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the reporter on (B)(6) 2010 to classify this case. The reporter alleged that the meter issue began at approximately 6:41 pm on (B)(6) 2010 when the patient tested her blood glucose on the subject meter and obtained a result of "282 mg/dl." The reporter stated that the patient tests her blood glucose four to six times a day and manages her diabetes with humalog 75/25 insulin, 12 units before breakfast and 12 units before dinner. The reporter stated that the patient was given her usual dose of insulin before dinner. Prior to bedtime at 8:00 pm, the patient reportedly obtained a result of "310 mg/dl' on the subject meter. Based on the meter reading, the patient reportedly skipped her snack. At 2:00 am on (B)(6) 2010, the reporter claimed that the patient asked for help because the patient was ¿feeling low¿ (symptoms unspecified). The reporter stated that she gave the patient a bottle of "boost" without testing the patient's blood glucose. The patient reportedly went back to sleep after receiving the treatment. On (B)(6) 2010 at 4:55 am, the patient tested her blood glucose on the subject meter and obtained a result of "176 mg/dl." The reporter claimed that the patient¿s typical fasting blood glucose reading was usually in the "110-140 mg/dl' range. The reporter stated that the patient did not complain of any diabetic symptoms. The reporter administered the patient's usual dose of humalog 75/25 (12 units) at 5:00 am and the patient ate her breakfast. At 5:30 am, the patient reportedly arrived at the dialysis facility where her blood glucose was tested by the dialysis tech on the clinic meter and obtained a result of "165 mg/dl."two hours into the dialysis procedure at approximately 7:45 am, the reporter claimed that the patient informed the dialysis tech that she 'wasn't feeling good" and that she felt 'low" without specifying her symptoms. The reporter was unsure if the dialysis tech tested the patient's blood glucose at the onset of the patient's symptoms. The reporter stated that she gave her mother some candy as treatment. At an unspecified time after the candy treatment, the reporter stated that the patient continued to complain of "feeling low." The reporter stated that she gave the patient another piece of candy and the dialysis tech gave the patient some juice. The patient reportedly felt better and continued to finish the dialysis procedure. When the patient arrived at home at 10:13 am, the patient reportedly tested her blood glucose on the subject meter and obtained a reading of '150 mg/dl." During the troubleshooting session, the cca documented that the patient performed a quality control test on the subject meter and the subject meter result was within normal range. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient obtained inaccurate high readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. However, the alleged meter did pass a quality control test during the troubleshooting session.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Two endeavour drug-eluting stents (ref. MFR 2953200-2010-01537) were implanted to the proximal lad. During this index procedure, a dissection was noted distal to a stent and a second stent was placed. It is reported that approximately 2 months post index procedure, the pt suffered a stent thrombosis, and was resolved on the same day. Investigator stated that the event was severe in intensity, not related to the study drug, not related to the study device, and not related to the procedure.